Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Troubleshooting was performed and the customer reported insulin pump was blank for more than 30 seconds. Insulin pump was blank at the time of call. Customer was advised to remove battery from insulin pump and check for insert battery alarm. Insert battery alarm did not appear on screen. Damaged battery cap contacts was reported. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.